Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been 3 further complaints reported with this issue in the past 4 years. It was reported that the device was used for treatment and the issue was experienced during therapy. Initial inspection of the device did not identify any visual issues. Data extracted from the device showed that the device delivered successful negative pressure wound therapy for 10 hours. During this time therapy was paused once for a short period but was successfully resumed. From 10 hours, the device pressure continued to rise until it reached an unsafe range and therefore entered a non-recoverable error state. A device will enter this state for patient safety and the device must be removed and exchanged. It is unlikely that the pump would solely reach this level, without the input of external interference. This was likely caused by the external pressure of aeroplane travel, as reported. Therefore the root cause was identified as environmental conditions. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico 7 stopped working. The patient flew with pico and the trip went well. When the patient went off the airplane on the return trip, all the lights on pico began to light. The patient restarted the pump several times but all the lights continued to light, the problem was not solved and a new pump was required to continue therapy. No patient harm was reported.